Manufacturer narrative:
The investigation results will be provided in final report.

Event description:
It was reported that patient had international normalized ratio (inr) of 1.5, and activated partial thromboplastin time (aptt) of 39.5 and came to hospital with worsening general condition with weakness for 4 weeks. The patient has memory problems and one time high temperature. CT of head shows a large mass on the left. On (B)(6) 2021, an operation was done to relieve the bleeding. The patient is awake, adequate and has no neurological deficits. Patient was brought to neurological intensive care unit for monitoring. Additionally patient had cardiac arrhythmias on (B)(6) 2021. Patient developed sudden ventricular tachycardia(vt). The following day, the patient had repeated vt episodes that could not be cardioverted with medication. The cardiac situation stabilized after two electrical cardioversions.

Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the reported neurologic dysfunction, bleeding, and cardiac arrhythmia could not be conclusively determined through this evaluation. A direct correlation between heartmate 3 (hm3) left ventricular assist system (lvas), serial number (B)(6) , and the reported events could not be conclusively established through this evaluation. The patient ultimately expired on 11mar2021, and heartmate 3 lvas, serial number (B)(6) , was not explanted for evaluation (reference MFR # 2916596-2021-01412). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) lists stroke, bleeding, and cardiac arrhythmia as adverse events that may be associated with the use of the heartmate 3 lvas. The IFU also lists arrhythmia and neurologic dysfunction as potential late postimplant complications that may be associated with the use of heartmate 3 lvas. This document provides information regarding the recommended anticoagulation, including international normalized ratio (inr) values, as well as the suggested anticoagulation modifications in the event there is a risk of bleeding. No further information was provided. The manufacturer is closing the file on this event.